Event description:
While demonstrating how to check a manual intracranial pressure using the external ventricular device, the "y" connection below the drip chamber but above the drainage bag came apart at the juncture. The becker drainage system was sterilely replaced.